Manufacturer narrative:
Correction : describe event or problem. Additional information : imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported complaint of the pump module having faulty pressure sensors and tripped screws was not confirmed as no devices were returned for investigation. Inspection and laboratory testing of the suspect devices could not be performed since the incident devices were not received for this investigation. The alaris¿ system with guardrails user manual v12.3.1, in the section warnings, notes: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the probable cause of the pump module having faulty pressure sensors and stripped screws was not determined as no devices were returned for investigation. The events could not be conclusively identified through the email-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the hospital had identified one pump with faulty pressure sensors (unspecified) issue. There was no information on patient involvement.

Event description:
It was reported that the hospital had identified one pump with faulty pressure sensors and a stripped screw. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.